Event description:
--

Event description:
Boston scientific received information that this left ventricular lead showed high out of range pacing impedances when testing the lead with the pacing system analyzer (psa). The psa cables were changed but the impedances remained out of range. A lead issue was suspected. The lead was explanted and another lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. The lead passed all electrical testing. Additional testing was conducted with a 3105 pacing system analyzer and diluted phosphate buffered saline. The distal end of the lead was placed in the saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5 v in vvi mode. The result was a 558 ohm impedance. A similar lead had an impedance of 368 ohms, as the laboratory did not have a 4549 lead on hand to perform the test with). This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of high out of range impedance.